Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the analysis of the device received, the distal coil of the device is found unraveled/ stretched, there was kinked strut(s) on the inner channel, there was kinked strut(s) on the outer cage and the cage assembly is deformed, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). Complaint conclusion: as reported by the field, during a thrombectomy case, a 5x33 embotrap revascularization device (et007533, 20g036av) did not enter a headway 21 microcatheter (mc). Resistance was felt at the microcatheter hub. There was no patient injury reported. The event did not result in a loss of cerebral target position. The mc was not damaged during manipulation of the device or noticed to be damaged upon removal from the patient. The embotrap did not appear damaged at any time. The device never entered the mc. There was nothing noted to be obstructing the microcatheter. The continuous flush on the microcatheter was maintained. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. No excessive force was applied to the device. The initial visual inspection of the inner channel and the outer cage of the returned embotrap device indicated deformation (i.e. Several strut kinks on the distal cone, the slight curvature of the inner channel coil/proximal inner channel) which may indicate advancement of the device against some resistance. There was no evidence of any strut fractures. The visual inspection also indicated that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The coil stretch at the proximal portion of the distal coil noted during the visual inspection under magnification. The proximal coil was intact. The returned embotrap device was successfully passed through a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the inner diameter and outer diameter. The returned insertion tool was dimensionally inspected and found to be within specification for the inner diameter and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and a sample headway21 microcatheter to confirm the complaint event. The returned embotrap device failed to be advanced to the microcatheter hub in its fully seated position, approximately 1mm from the proximal lumen of the microcatheter hub. The reported event was confirmed with the returned embotrap device. The deformation (i.e. Several strut kinks on the distal cone, the slight curvature of the inner channel coil/proximal inner channel) noted on the returned embotrap device prevented the distal portion of the device to advance into the microcatheter. This was confirmed by the successful advancement of an undamaged sample emobtrap device into the headway microcatheter. Device insertion assessment was performed using the returned embotrap device and two (2) other microcatheters with different hub designs demonstrated the returned embotrap device successfully advanced into the microcatheters. This demonstrated that the ability of advancing an embotrap device with various levels of damage to the distal cone is dependent on microcatheter hub designs. It also suggests that the headway hub design is a significant contributor to the event reported. Recreation of the similar deformation on the distal cone was attempted by loading of a sample embotrap device into a sample headway21 microcatheter with the distal cone of the embotrap device partially deployed prior to placing the insertion tool into the microcatheter hub. The embotrap device protruded distally from the insertion tool (i.e. The distal stent like assembly of the embotrap device protruded from the distal lumen of the insertion tool approx. 4mm) prior to placing the insertion tool into the microcatheter hub. The insertion tool was then placed in the microcatheter hub. The embotrap device was advanced from the insertion tool, and the embotrap device failed to advance into the lumen of the microcatheter. It was confirmed under magnification, the distal cone was deformed (i.e. Kinks on the inner channel flared struts, slight curvature of inner channel coil, and inner channel protrusion through the outer cage) with similarities to the deformation on the distal cone of the returned embotrap device. Device insertion assessment was performed using the embotrap device with the recreated deformation and three (3) microcatheters with different hub designs. The embotrap device successfully advanced into each of the microcatheters with only minor resistance was felt when inserted into the prowler select plus. There was no noted resistance felt with the rebar18. This again demonstrated that the ability of advancing a damaged embotrap device and the level of resistance encountered depends on microcatheter hub designs. A review of the manufacturing documentation associated with lot number lot # 20c149av presented no issues during the manufacturing or inspection process that can be related to the reported event. The returned embotrap device exhibits key characteristics which is consistent with advancement of the device against resistance. A visual inspection of the microcatheter used during the reported event was not possible as the microcatheter was not returned for investigation. It is concluded that the deformation on the distal cone of the embotrap in conjunction with the use of the headway 21 microcatheter resulted in the event reported. The cause of the distal cone deformation is unknown however is likely that the damage to the device was caused by initial attempts to deliver the embotrap device into the headway 21 microcatheter. Based on the recreation of similar damage to sample embotrap devices during this investigation, it is likely that the scenarios below are causes of such deformation during the initial use of the embotrap device; the distal portion of the embotrap device partially protruded from the distal tip of the insertion tool prior to (or during) placing the insertion tool into a microcatheter hub. A failure to maintain the insertion tool in a fully seated position whilst advancing the embotrap device, resulting in pre-deployment of the distal cone of the embotrap device in the microcatheter hub. (This can occur if the rhv seal was not fully tightened or there was a defect with the rhv, thereby allowing some movement of the insertion tool in the rhv during device delivery.) If the user attempts to readjust the insertion tool position after advancing the embotrap device from the insertion tool, in this scenario distal cone damage could also occur. A microcatheter defect, such as a blockage or constriction in the microcatheter hub/lumen, likely to be located at the interface of the microcatheter hub and shaft. There is no indication that this complaint was as a result of a defect with the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a thrombectomy case, a 5x33 embotrap revascularization device (et007533, 20g036av) did not enter a headway 21 microcatheter (mc). Resistance was felt at the microcatheter hub. There was no patient injury reported. The event did not result in a loss of cerebral target position. The mc was not damaged during manipulation of the device or noticed to be damaged upon removal from the patient. The embotrap did not appear damaged at any time. The device never entered the mc. There was nothing noted to be obstructing the microcatheter. The continuous flush on the microcatheter was maintained. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. No excessive force was applied to the device. During the analysis of the device received, the distal coil of the device is found unraveled/ stretched, there was kinked strut(s) on the inner channel, there was kinked strut(s) on the outer cage and the cage assembly is deformed.